Event description:
It was reported that a pump malfunction occurred. Customer's blood glucose level reached 437 mg/dl due to the issue. The customer used a correction injection via multiple daily injections (mdi). Technical support provided information for resetting the pump and assisted the caller with this process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump with instructions to call back if the issue happened again.